Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6)2023. During the procedure, a honeycomb pattern began to disrupt the clarity of the image. The account attempted to clean the lens with water and alcohol wipes but the issue persisted. The procedure was completed successfully using another exalt model d single-use scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a090208 captures the reportable event of poor quality image block h9 (correction/removal reporting #) on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Manufacturer narrative:
Block h6 imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #): on october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes. Block h11: block h6 (evaluation conclusion code) was corrected based on updated product investigation performed on december 11, 2023.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2023. During the procedure, a honeycomb pattern began to disrupt the clarity of the image. The account attempted to clean the lens with water and alcohol wipes but the issue persisted. The procedure was completed successfully using another exalt model d single-use scope. There were no patient complications reported as a result of this event.